Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found pinched rinse tubing that was reducing the rinse flow. The rinse tubing was adjusted and all related rinse nozzles were cleaned. Mechanical checks were acceptable and precision testing was completed. The customer ran calibration and qc with acceptable results.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 8000 c 702 module. The initial result was 6.7 mg/dl. This result was reported outside of the laboratory. The sample was repeated on a different analyzer and got a result of 7.9 mg/dl. The sample was repeated on the c702 module in question with a result of 8.1 mg/dl. The repeat results were believed to be correct. The ca2 reagent lot number and expiration date was not provided.